Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician removed and replaced the lead due to high impedance and unacceptable threshold values. No patient complications have been reported as a result of this event.